Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation as the pump remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. On-site inspection of the driveline cable revealed 2 cm of outer sheath missing adjacent to the driveline strain relief. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to multifactorial issues such as trauma induced to the driveline (improper handling). Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This type of event would not likely cause or contribute to death or serious injury. Driveline sheath damage without damage to the inner wires will not affect the function of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient presented to the clinic on (B)(6) 2016 for a routine visit with cracking in the outer sheath of the driveline (dl) cable. The patient denied any alarms associated with the driveline cracking. The vad coordinator notified the clinical specialist (cs) and driveline repair was scheduled for patient's next clinic visit on (B)(6) 2016. Approximately 2 centimeters (cm) of the outer sheath was missing adjacent to driveline strain relief. Inner silicone lumen and wire were intact. No alarms per interrogation. The patient's driveline was repaired per protocol. The driveline cover was easily able to slide over the repair area with no issues. The patient was instructed on maintenance of the driveline and the repaired area. All questions and concerns were addressed finishing the repair. There was no pump stop during the procedure. Log files are not available. Photo was provided.